Manufacturer narrative:
Between the speeds of 5 and 9 miles per hour, runners expend almost the same calories per mile. The mets are higher for faster speeds just to reflect that they will go more miles in that same hour. This assumes they will run for an entire hour, rather than doing a set number of miles. Walkers also see very little difference in calories per mile at walking speeds between 2.5 and 4 miles per hour. While they burn the same calories per mile as runners if they can go 5 mph, they burn fewer calories per mile at slower speeds. They can easily make up that difference in a workout by going further in distance.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed